Event description:
A patient reported experiencing inaccurate results with a one touch profile meter. The patient's blood glucose results were 280 compared to the labs 205 mg/dl. Tests were done 5 minutes apart. It is unknown if pt was in a fasting or fed state. Pt did not experience any adverse events. Meter was in range with checkstrip and strips were in range with control solution. No further info has been reported.